Event description:
The patient had tortuous iliac anatomy which made identification of the bifurcation difficult. A 20 cm sheath was used for access. Bleeding from the arteriotomy required removal of the sheath and repair of the femoral vessel. A goretex graft was then used for retroperitoneal access to deploy the tube graft. Blood loss was two liters.